Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the head would not interrogate, it failed its uplink test but passed when tested with a known good cable. It was also noted that the upper case lens was broken. The head was being sent on for repair and restock. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was unable to interrogate a boxed implantable heart device. When the head was changed out the replacement head worked properly. The programmer head was returned for service. There was no patient involvement.